Event description:
An account stated that the brakes would not hold on this bed.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the brake block in order to resolve the problem.